Event description:
Customer reported experiencing occlusion alarms and estimated the issue had persisted for a couple of weeks. There was no adverse impact to the customer's blood glucose level. Customer changed the infusion set and cartridge multiple times, continuing to use the pump for insulin therapy. Reportedly, the customer uses cold insulin which is considered off label use.